Manufacturer narrative:
The customer uses 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect sample pipetting due to a missing tube adapter and a misaligned sample probe.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hcg + beta test system and a second patient sample tested with the elecsys prolactin assay on a cobas e 411 immunoassay analyzer. The sample from the first patient resulted in a hcg+beta value of 0.359 miu/ml and this value was reported outside of the laboratory. The reporter stated that the patient presented with clinical suspicions of pregnancy and ultrasound confirmed the patient is pregnant (first trimester). A second sample was collected from the patient on (B)(6) 2021 and tested. This second sample was diluted 1:5 and tested, resulting in a value of 39718 miu/ml accompanied by a data flag. The sample from the second patient resulted in a prolactin value of 0.071 ng/ml on (B)(6) 2021. The initial value was not reported outside of the laboratory. The sample was repeated, resulting with a vale of 10.20 ng/ml and this value was reported outside of the laboratory. The hcg+beta reagent lot number was 470489. The reagent expiration date was requested, but not provided. The prolactin reagent lot number was 482682. The reagent expiration date was requested, but not provided.